Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons became unresponsive. The customer's blood glucose level was not known. The insulin pump was exposed to urine that leaked from the user's diaper. The customer had reportedly reverted to a back-up plan. Nothing further was reported.